Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) service manager that the control knobs of three of the rd900aeu neopuff infant resuscitators were not freely adjustable and get stuck while adjusting the pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was inspected, and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the subject device confirmed that the knobs were not turning smoothly. Although, the subject device passed the performance testing for manometer and valve system, peak inspiratory pressure (pip) and max pressure relief knobs were not turning smoothly. The device was disassembled for further inspection, pip and max pressure relief knobs retaining ring impeded the rotation before the knobs complete one revolution from fully open. Device history records (DHR) were reviewed, and subject device has passed the functional testing at the time of manufacturing. Conclusion: the cause of the reported event was determined to be the retaining ring impedes the rotation of the knob just before it completes one revolution from fully open. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) service manager that the control knobs the rd900aeu neopuff infant resuscitator were not freely adjustable and get stuck while adjusting the pressure. There was no reported patient involvement.